Event description:
It was reported that upon placement of oasys 4.5x28mm non biased screw, the screw stripped out. The surgeon was using the new 3-piece locking screwdriver on the ratcheting handle. We removed from the screwdriver and tried to drive the screw in using the adjustment driver. The screw would not engage and the surgeon then tried to remove the screw with the adjustment driver and the tulip head popped off. The surgeon had to remove the screw using a vice grip and backing it out by hand.

Manufacturer narrative:
Method: device history review; complaint history review;results: no further information was provided so the cause is unknown/multifactorial.conclusion: the oasys polyaxial screw was confirmed visually to have a separated tulip head. Manufacturing records were reviewed and no manufacturing anomalies were reported. There were no new harms/hazards found.

Event description:
It was reported that upon placement of oasys 4.5x28mm non biased screw, the screw stripped out. The surgeon was using the new 3-piece locking screwdriver on the ratcheting handle. We removed from the screwdriver and tried to drive the screw in using the adjustment driver. The screw would not engage and the surgeon then tried to remove the screw with the adjustment driver and the tulip head popped off. The surgeon had to remove the screw using a vice grip and backing it out by hand.